Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height smart drawer 3.2 was not detected on the communication bus. A field service engineer (fse) reseated the robo cable on the 622 board, but the issue persisted. Then fse replaced the retractor band, which resolved the problem. Additionally, the main 6.1 module was not detected on the communication bus. The fse reseated the roll board cable, and the issue was resolved. The fse opened top cover and checked connections in electronics drawer. Additionally, dust buildup under the top cover was removed to ensure optimal functionality. Tested all drawers and slides to make sure they were working properly. The system functioned as intended after the field service engineer repaired the device. E3(other occupation) - pharmacy operations technician & supervisor.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and device not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.